Manufacturer narrative:
The ca2 reagent lot number was 822631 with an expiration date of 30-nov-2025. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) found water spilling from the cuvettes. The cell rinse tube was replaced, and the customer had no further issues. The investigation determined the event was due to a maintenance issue.

Event description:
The customer questioned the results for "several" assays on a cobas 8000 c702 module. A discrepant low result was provided for 1 patient sample tested for calcium gen.2 (ca2) the initial result was 2.46 mg/dl. The physician requested repeat testing as the result did not correspond to the patient¿s clinical history. The repeat result was 9.20 mg/dl.